Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer was not able to engage the clip on the large hem-o-lok clip applier instrument. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred outside the patient when attempting to load the clip onto the clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument and completed the failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument passed the engagement and was able to retain the clip through engagement but could not apply the clip. Additionally, the clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. The complaint was confirmed by failure analysis. Failure analysis also found additional observations: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Both grip and pitch input disk bearings exhibit orange discoloration.